Manufacturer narrative:
(B)(4). Results: balloon rupture. Interaction of the balloon and the procedural wire. Balloon rupture. Interaction of the balloon and the procedural wire. Device not returned.

Event description:
The resolute integrity drug-eluting stent was being used to treat a lesion in the proximal svg-om, with 95% stenosis. There was no calcification or tortuosity. Device was removed from packaged and inspected prior to use with no issues noted. Negative prep was performed no issues were noted. The distal svg-om was treated with a 3.5x18 resolute integrity. During an attempt to treat the proximal lesion the proximal wire (non medtronic) became bent and the physician was unable to pass the 3.0x38 resolute integrity over it. The wire was retrieved and a bmw was placed. The 3.0x38 resolute integrity was then placed across at the proximal lesion. On the 1st inflation the balloon only partially inflated (12atms) and then a leak was noticed. Physician indicated that the balloon did not inflate probably because of a hole in the balloon caused by the end of the non-medtronic wire. Difficulty was experiencing when attempting to retract the device and force was used which caused the end of the device to snap near exit wire notch. A maverick was placed in the guide and trapped the end of the balloon and they were able to retract both the balloon and stent but unable to snare them back into the sheath. The balloon/stent were snared from the lfa access using a snare and guide catheter. The stent/balloon was snared back into the sheath but they were unable to remove from the patient. A non medtronic wire was placed into the sheath with the stent/balloon and were removed. Patient had cp during period when undeployed stent was lodged in the svg. Another 3.0x38 resolute integrity was placed at the lesion overlapping with a 3.0 x 30 resolute integrity stent. Angioseal was used for lfa hemostasis and rfa sheath sewn into place. No device components were left in the patient. No additional clinical sequelae were reported.